Event description:
It was reported that the right ventricular (rv) lead impedance had been historically low. The lead appeared to be stable however, due to the impedance being so low and the patient being pacemaker dependent, the physician decided to add a new rv pace sense (p/s) lead and cap and abandon the rv p/s portion of the chronic lead. It was also reported that the chronic rv lead threshold was elevated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Rv lead impedance steady at approximately 200 ohms throughout record. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4569-53 lead, (B)(6) 2000. (B)(4).